Manufacturer narrative:
Broken siderail, possible sharp edges.

Event description:
It was reported by service report that bed has a broken siderail with potentially sharp edges exposed. No pt involvement or adverse consequences are reported.